Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced an adhesive issue with seven infusion sets on (B)(6) 2026 as infusion set patch did not stick to skin upon insertion. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 5 of 7.